Manufacturer narrative:
The main component of the system and other applicable components are: product ID 389033, lot # j0436895v, implanted: (B)(6) 2004, product type lead.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that all impedances were high and the stimulation from the implantable neurostimulator (ins) stopped working during the week prior to the report. The rep thought that the issues were caused by the patient working harder than normal and it was noted that the lead was 12 years old. It was also reported that the patient experienced a return of symptoms and surgery was planned to replace the lead. On 2016-nov-22, the rep reported that no date was scheduled yet for the lead revision but it is planned. There were no reports of trauma or falls related to the high impedance and loss of stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389033, lot# j0436895v, implanted: (B)(6) 2004, product type: lead.

Event description:
Additional information from the rep notes that the patient had a revision today and they appeared to have found the issue--the patient's extnesion. The rep states that they changed the extension out and that seems to have resolved the issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.